Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations did not replicate nor confirm, the reported complaint of a frayed cable. The large hem-o-lok clip applier instrument was not found to have any loose, frayed, or broken grip cables. Additionally, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip did not attach to the test tubing. The instrument was found to have an input disk broken. Input disk # 6 was found broken into pieces inside of the housing. As a result, the instrument failed the clip test. Improper cleaning during reprocessing most commonly causes this failure.

Event description:
It was reported, that during central processing. The large hem-o-lok clip appliers instrument wire was starting to fray. There was no report of patient involvement with this event.